Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed the customer reported complaint. The instrument was found to have both pitch cables broken at the distal clevis hub. The segment that contains the crimp was missing from the clevis. The crimp measures approximately .032 x .046. The clevis did not exhibit any damage or wear marks. A device history record (DHR) review for this device was conducted and did not find any non-conformances that would affect any material of the final product and/or the quality or performance of the instrument. The customer reported complaint does not itself constitute an MDR reportable event; however, the broken pitch cable found during failure analysis could cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that during a da vinci-assisted prostatectomy procedure, a cable on the prograsp forceps instrument broke. There was no report that any fragment(s) from the instrument fell into a patient during the surgical procedure. The planned surgical procedure was completed and there was no report of any patient harm, adverse outcome or injury.